Event description:
The valve was implanted on july 14, but the condition of the pt did not improve for three days. Then, the dr checked the flow under x-ray and found it was not going into the distal catheter. As the valve seemed occluded, it was replaced with a new spva on july 18. He would like to know if the valve is defective. Please investigate.